Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the customer had placed a very large orange label over the lens and had glued the battery separators in place. Review of the event history log showed the pump had displayed a "downstream occlusion" alarm. Functional testing involved downstream occlusion testing and showed that the pump was performing well within manufacturing specification. Based on the investigation, the complaint allegations were not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed that downstream activation was too high. It was also reported that the battery separators were loose. No adverse effects were reported.